Event description:
Nurse heard a buzzing sound and saw a flash at pad during cardioversion. Flash was at edge of blue wire and a black mark was left at location. Patient was not harmed.

Manufacturer narrative:
A review of the DHR was completed and there were no noted non-conformances with the raw material lots used and no in-process failures. The returned sample was tested by sending shocks through the pad to try and simulate the event described. However, the event could not be recreated. No further corrections are warranted at this time given the review of both the DHR and sample returned. The complaint could not be confirmed.